Event description:
One burn blister 2x3 cm in size in the area of the back near the kidney. [Burns second degree], an open and exuding wound [wound], an open and exuding wound [wound secretion]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l16857: expiration date: dec2017) from (B)(6) 2016 for back pain. Relevant medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2016, the reporter stated the patient applied the heatwrap over a t-shirt once daily and experienced one burn blister 2x3 cm in size in the area of the back near the kidney. The burn blister developed into an open, exuding wound over approximately 3 weeks, which reopened even though it was covered. After 3 weeks, the wound was "closed" but still strong reddened. As long term damage the reporter suspected eventual scar occurrence since the healing process had not yet terminated. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. No surgical intervention was required. Therapeutic measures taken included an unspecified ointment therapy. Clinical outcome of the events was not resolved. The pharmacist assessed the events as serious and related to thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2016): new information received from a contactable pharmacist includes: patient details, suspect product start/stop date, lot number and expiration date, suspect product indication, action taken with suspect product, event onset date, events outcome and therapeutic measures taken. Company clinical evaluation comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l16857: expiration date: dec2017) from (B)(6) 2016 for back pain. Relevant medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2016, the reporter stated the patient applied the heatwrap over a t-shirt once daily and experienced one burn blister 2x3 cm in size in the area of the back near the kidney. The burn blister developed into an open, exuding wound over approximately 3 weeks, which reopened even though it was covered. After 3 weeks, the wound was "closed" but still strong reddened. As long term damage the reporter suspected eventual scar occurrence since the healing process had not yet terminated. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. No surgical intervention was required. Therapeutic measures taken included an unspecified ointment therapy. Clinical outcome of the events was not resolved. The pharmacist assessed the events as serious and related to thermacare heatwrap. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2016): new information received from a contactable pharmacist includes: patient details, suspect product start/stop date, lot number and expiration date, suspect product indication, action taken with suspect product, event onset date, events outcome and therapeutic measures taken. Follow-up (14mar2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final (B)(6) and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
One burn blister and furthermore an open and weeping wound [burns second degree]. One burn blister and furthermore an open and weeping wound [wound] one burn blister and furthermore an open and weeping wound [wound secretion]. Case description: this is a spontaneous report from a contactable pharmacist. A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from (B)(6) 2016 for an unspecified indication. Relevant medical history and concomitant medications were not reported. The reporter stated the consumer applied the heatwrap and in (B)(6) 2016 experienced one burn blister and furthermore an open and weeping wound. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] one burn blister 2x3 cm in size in the area of the back near the kidney [burns second degree], an open and exuding wound [wound secretion]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: l16857: expiration date: dec2017) from (B)(6) 2016 for back pain. Relevant medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2016, the reporter stated the patient applied the heatwrap over a t-shirt once daily and experienced one burn blister 2x3 cm in size in the area of the back near the kidney. The burn blister developed into an open, exuding wound over approximately 3 weeks, which reopened even though it was covered. After 3 weeks, the wound was "closed" but still strong reddened. As long term damage the reporter suspected eventual scar occurrence since the healing process had not yet terminated. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. No surgical intervention was required. Therapeutic measures taken included an unspecified ointment therapy. Clinical outcome of the events was not resolved. The pharmacist assessed the events as serious and related to thermacare heatwrap. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2016): new information received from a contactable pharmacist includes: patient details, suspect product start/stop date, lot number and expiration date, suspect product indication, action taken with suspect product, event onset date, events outcome and therapeutic measures taken. Follow-up (14mar2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (14sep2016): new information received from the contactable pharmacist includes: reaction data (subsumed event open wound under wound secretion) and drug commission of german pharmacists case number: (B)(4). Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability., comment: based on the information provided, the events of burn blister, open and weeping wound as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.